Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.